Event description:
It was reported that the home patient (hp) had an issue with the integrated apd set w/cassette as indicated by a system error (se) 2367, which occurred on the homechoice (hc) during use. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.